Event description:
In 2000, an angio-seal device was deployed following an angioplasty procedure. While in the ICU, the pt experienced bleeding complications. A sandbag was applied for approximately two hours; however, when it was removed, there was a great deal of blood which the nurse cleaned up with a towel. No bandage or dressing was applied because the puncture site could not be located. The pt was ambulated 1/2 hour prior to discharge on 7/26/00. Four days post-procedure, the pt experienced pain; however. Pt did not present to the hosp emergency room until the following day where pt was given antibiotics and discharged on 7/31/00. Later that same day, the pt presented back to the hosp complaining of oozing and swelling at the groin site and was subsequently scheduled for surgery. The pt had not showered from the time of the angio-seal deployment on 7/25/00 until 7/31/00 when pt presented to the hosp where pt was given a pre-surgery bath. The wound was surgically drained; however, the collagen plug was not removed. The pt was discharged to a nursing home for 14 days of intravenous antibiotics. The status of the pt is unknown at this time.